Event description:
A revision surgery due to a titanium (acetabular) shell breakage was reported in a case in another country, (reportedly after 10 years in-situ). Additional detail is not available at this time.